Manufacturer narrative:
An investigation summary was performed and the investigation of the complaint articles has shown that: we have received three screws for investigation. The screws got visual examined and they do show slight marks of use and the shaft is broken off. Based on the complaint description some residues of the shaft might be remained in patients bone and could not be sent to us for investigation. Such small screws are delicate to handle and please make sure to operate always according to the surgical procedure in order to minimize such breakages. No indication for material or design related issue was found device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported cortex screw was broken when the surgeon tried fixing the plate with the cortex screw. There was a residue in the patient¿s body. The cortex screw was used for proximal phalanx fracture case. The surgery was complete with a delay, but the specific length of the delay is unknown. When the product was received by the manufacturer, it was noted there were additional screws as well. This report is for 2 unknown screws. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for two unknown screws/unknown lots. Device broke during insertion; device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.